Event description:
According to the reporter prior to use, the device operator noticed the device was missing staples.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.